Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise artifacts and oversensing. A small amount of noise could be recreated by in clinic testing with pocket manipulation. X-ray imaging was performed. The s-ICD system remains in service. No adverse patient effects were reported.